Event description:
It was reported that post-operative it was discovered that the patients right atrial (ra) lead had dislodged. An intervention was completed to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.